Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
Hematome puncture site. Additional information 08/jan/2024 during atrial fibrillation procedure, hematome puncture site. Patient is recovering, resolving. Device is associated with secure study. (B)(6), name of contact. A follow up activity will be initiated for the rest of the questions. We will notify if additional information is received. Not known if device will be returned for evaluation, checking with sales representative. Being submitted for administration purposes 1(B)(4).

Manufacturer narrative:
The lot number of this device was not provided by the customer; therefore, the device history record could not be reviewed. Inspection procedures require any oscor product to pass all in-process and qa final inspections before shipping to the customer. The device was not returned for evaluation; there was no device performance issue reported, so no investigation is required. Based on the information provided by the supporting documentation, hematoma puncture site. Follow-up attempt was made to obtain clarification; however, no further information has been made available. The complaint is non-verifiable as the product was not returned for evaluation. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.